Event description:
On august 2, 2023, a (B)(6) clinic manager emailed a product intake form to (B)(6) product complaints. The clinic manager reported the luer lock on the syringes will aspirate air instead of product or blood when pulling the plunger back on sanxin 10 ml syringes lot # 20220815. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).